Event description:
The shears were in use when surgeon noticed white protective strips came off inside patient. Surgeon retrieved all debris. Shears and debris were taken off sterile field and replaced. Charge nurse notified.